Event description:
The reporter contacted animas on (B)(6) 2012 alleging that over the past two months the 'up' button takes multiple presses to elicit a response. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be responding normally to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked and the battery cap was found to be stripped. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.